Event description:
During a remote follow up, intermittent loss of capture was noted on the right ventricular channel. The physician could not determine if the event was due to the device or the non-abbott rv lead. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, loss of capture was noted on the right ventricular channel. The physician could not determine if the event was due to the device or the non-abbott rv lead. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.